Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing dark particles in his device unit's humidifier water tank chamber. The patient also alleged having dry, scratchy throat, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient also alleged having dry, scratchy throat, nasal/throat irritation or soreness, weird taste. The device was returned to the manufacturer's product investigation laboratory for further investigation. 5,586.5 blower hours and 5,580.1 therapy hours were logged. 5,586.5 machine hours were logged. Care orchestrator data available suggests patient was (B)(4) compliant with device usage over 4 hours. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. Evidence of water ingress found within the blower box and on the bottom of the blower. See attached photos. If it stated that the device was inspected in the external part of the device, then I would state that. Then the internal inspection, pil can confirm the presence of contamination in the airpath. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. No errors were found. The manufacturer concludes the results of this investigation do not impact the calculated risks.